Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The two target lesions were 15mm in length, 95% stenotic, and located in the right coronary artery (rca). A temporary pacemaker was inserted at the beginning of the procedure. The physician advanced a csi viperwire guide wire across the lesions and the oad was loaded onto it. The physician successfully treated the first lesion but during the second run while treating the second lesion, angiography revealed a perforation. The physician performed balloon angioplasty and followed-up with stent deployment to resolve the perforation. The patient left the procedure in stable condition.